Manufacturer narrative:
Customers received notification of the field action. Device repair or returns are handled within the scope of the field action. No further information will be provided by the customers due to the field action.

Event description:
It was reported that allegedly there were seven (7) faulty 8100 large volume pump modules that had dim segments, and therefore, will be replaced. There was no reported patient involvement.

Event description:
It was reported that allegedly there were seven (7) faulty 8100 large volume pump modules that had dim segments, and therefore, will be replaced. There was no reported patient involvement.

Manufacturer narrative:
The reported issue that there were seven (7) faulty 8100 large volume pump modules that had dim segments and will be needed to be replaced was confirmed. Physical inspection of each board was performed, and no damage, corrosion, or cold solder was observed. The boards were tested running basic infusions at 888 ml/h and 88.8 ml/h to determine missing or dim segments; dim meaning some light was visible, but not enough to easily determine the number that is expected to display. Testing results identified 7 of 7 returned lvp display board assemblies with dim segments. Manufacturing issue. Device history review: device history record (DHR) reviews are not required for field action complaints because the root cause of the issue is known, the investigation is documented within a CAPA, and a field action has been initiated. H3 other text : only display boards were provided for investigation.